Event description:
Additional information was received stating that there were no issues with the patient¿s device. The patient was only concerned that his device had not been checked in some time.

Event description:
It was reported that the vns patient¿s device was not working. Details surrounding the event were not provided. Attempts for additional relevant information will be made.

Manufacturer narrative:
.